Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the error code 1720 appeared on the device. There was no patient involvement.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the cause of the issue to be a defective battery fallout capacitor. The battery fallout capacitor was replaced to fix the issue.